Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the catheter snapped during deployment. The stent and the catheter were safely removed from the patient and the procedure was completed with another wallflex biliary stent. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.